Manufacturer narrative:
A ge representative evaluated the system and replaced the fluoro functions board, the backplane, and the touch screen, and rebuilt the system files. The system operates as intended.

Event description:
The customer reported the system would not complete boot up. No pt injury was reported.